Manufacturer narrative:
An event of off label use and device migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instructions for use, "the amplatzer¿ septal occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the occlusion of atrial septal defects (asd) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration."

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer septal occluder was chosen for large complicated patent foramen ovale (pfo) using a 9f amplatzer trevisio intravascular delivery system. After crossing the defect and placed a stiff wire in the pulmonary vein, a balloon sizing was performed due to large tunnel. A 24mm amplatzer sizing balloon was chosen, which measured 17mm at stop flow. Taking into consideration the large tunnel width, the physician determined that a pfo closure device would not provide good closure. After considering the defect size and the lipomatous secundum, they decided to attempt closure with a 20mm amplatzer septal occluder. The occluder was introduced via a 9f delivery system and the device was successfully placed and deemed to be in a stable position after performing a push/pull maneuver, so it was released. After a few cardiac cycles, the right atrial disc slid off of the lipomatous superior vena cava (svc) rim and was wedged in the tunnel, but the device was in a stable position and was closing the defect, there was concern that the device could potentially embolize or potentially would not provide complete closure. The physician decided to retrieve the device using a 12f amplatzer trevisio intravascular delivery system and a 15mm non-abbott snare, which was performed quickly and without complication. A new 26mm amplatzer septal occluder was chosen and which was delivered through the 12fr trevisio that was previously opened. The device was successfully placed and provided better coverage of the lipomatous secundum. There were no complications associated with the procedure. There was no delay in the procedure. The patient was kept overnight per the physicians standard of care and was discharged the following morning.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.